Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned. Provided x-ray images demonstrate stent placement in the sfa. The resolution of the image is poor so that single stent struts are not visible. Minor strut irregularity is visible but a strut fracture cannot be identified. A closer evaluation is not possible because the stent is visible only in one plane and because of poor resolution. In this case the lesion was pre and post dilated. The investigation is inconclusive for stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described; in particular the instruction for use state: the instruction for use further state: 'confirm that the introducer sheath is secure and will not move during deployment. To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' In regard to pta the instruction for use state: 'predilitation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' H10: b5, d4 (expiry date: 03/2023), g3. H11: b3, h6(method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure via right groin, the stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified . As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2023). Device not returned.

Event description:
It was reported that during an stent placement procedure, the stent allegedly fractured. There was no reported patient injury.